Event description:
During a laparoscopic cholecystectomy procedure, arcing occurred due to a damaged ceramic tip on the monopolar handle, which exposed the inner metal shaft. The patient received a burn to the liver. Several attempts were made to obtain further information. Reference: 2916714-2006-00030 device 2.

Manufacturer narrative:
Upon receipt, item will be forwarded to manufacturer for analysis, aesculap, germany.